Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope inside of light guide (lg) lens had a stain. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d5, e1 (establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the lens, but the type of material could not be identified. It is likely that the issue occurred due to physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used caused the lens glue to peel off. Subsequently, moisture invaded there and corroded. However, a definitive root cause was not identified. The event can be detected/prevented by following the instructions for use which state: detection method is described in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.